Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38 when the device turned on . There was no patient involvement, injury, or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem was confirmed during device evaluation. The force sensing resistor (fsrs) were found to be damaged on both pump doors. The right and left fsrs were replaced to resolve the reported condition. Should additional relevant information become available a follow-up MDR will be submitted.